Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed motor error during the rewind process. The patient's blood glucose at the time of incident was 76 mg/dl. The drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. We were unable to perform displacement test due to constant motor error alarm. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted. .